Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy a35 (android 14) with mmt-1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. From app log analysis, it's no longer a supervisor timeout causing the customer the reason for connectivity problems is from the pump not pairing to the device before the 2 minute timeout. After the pump and phone are connected to each other, they attempt to pair and exchange key information to form a bond. In this case the connection hangs for 2 minutes and thus pairing attempt is terminated for taking too long. This can happen for a multitude of reason such as the user navigating away from the pairing page and not responding to prompts that appear, bluetooth interference from other devices, or a bluetooth stack issue. Issue is confirmed to assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: disable cross-device service in the phone on your android device, open settings . 2. Tap google , devices & sharing, cross-device services. 2.1. Or search â¿cross-deviceâ¿ from settings. 3. Make sure use cross-device services is off or disabled 4. Follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, ensure cross-device services are disabled. Please make sure to try the above steps first and only if those do not resolve the issue, have the patient perform the below: remove the mobile device from the pump. Check the phoneâ¿s bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select ""forget"" to remove them. Uninstall/remove the mmm app from the mobile device. Restart the mobile phone. Reinstall the mmm app & then make sure bluetooth is on launch the app and begin the pairing process. (Ensure app is in the foreground while pairing) important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device) or another contact method i.e email address. This will allow them to complete the steps without interruption during the call or missing any steps. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.